Event description:
It was reported that during a hip procedure at the user facility the revolution cms w/brk fem nzl dissassembled. The procedure was completed successfully utilizing the same device. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was discarded by the user facility.